Manufacturer narrative:
The insulin pump alarmed motor error due to a corroded motor home switch.

Event description:
The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed and the insulin pump failed the displacement. Nothing further was reported.